Event description:
Our affiliate is reporting to us that pt underwent a successful tha (total hip arthroplasty) and at some time post-op, x-rays were taken which revealed that a fragment; possibly a portion of the inserter tip of a panalok loop anchor that was used for fixation, was in the body. This is all of the info that was made available to mitek; questions out for detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.